Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Retain sample testing for chemistry and microbiology has been requested and is currently in process. Results will be communicated to FDA in a f/u MDR. Root cause has not been established.

Event description:
Female reports experiencing an eye infection in her right eye after using complete easy multipurpose solution rub formula about 2 weeks ago. She saw her ecp about 1 week ago, and was diagnosed with an eye infection. She was given two prescription medications. One medication was polymyxin, the other possibly trimethoprim. No cultures taken. She denies having any allergies, but did disclose she is taking medications, however she declines to name them. We are attempting to obtain further info regarding the pt, her event, treatment, retrieval of the complaint unit and attending physician info to obtain professional eval.